Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was inserted, and the balloon could not be opened. As a result, a new catheter was used". No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Event description:
It was reported that "the catheter was inserted, and the balloon could not be opened. As a result, a new catheter was used". No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6).. The lot number reported on the complaint report does not match the lot number for the returned sample. The lot number for the returned sample is 18f22a0005. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black plastic bag. Returned with the sample was supplied data-scope inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the peel away sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The returned intra-aortic balloon catheter (iabc) bladder membrane was fully intact, with no leaks noted. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.3cm from the iabc distal tip. A break in the central lumen can result in a difficulty inflating the bladder due to the leak. A bend to the iabc central lumen was noted at approximately 60.8cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0060in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 60.9cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. This will be monitored for any developing trends.